Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the registered nurse scanned the bladder prior for 600cc urine. However, when they inserted the intermittent catheter they were only able to get 300cc urine back into the bag.

Event description:
It was reported that the registered nurse scanned the bladder prior for 600cc urine. However, when they inserted the intermittent catheter they were only able to get 300cc urine back into the bag.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be ¿catheter is too short, not able to be inserted far enough". The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labelling review due to unknown product code. Although the product family was unknown, the intermittent rochester catheters product ifus were found to be adequate based on past reviews. The device was not returned.